Event description:
Reportedly on (B)(6) 2011, upon pacemaker replacement the physician observed that: at the first interrogation just after the surgery the automatic sensing polarity was bipolar. The lead impedance (unipolar lead model ut86f) was around 300 ohms. The lead configuration was switched from bipolar to unipolar. The lead impedance was around 300 ohm. The detection lead configuration was switched from unipolar to bipolar, a message was displayed to the user stating that it was impossible to set the lead in bipolar configuration because the lead is a unipolar one. The physician wants an explanation about the reported event.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.